Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via medwatch report # mw5168059 that additional intervention was required to remove a partially deflated balloon. A 6.0 x 60 mm, 135 cm ranger drug- coated balloon (dcb) was selected for use in a percutaneous transluminal angioplasty of the distal superficial femoral artery (sfa) and popliteal artery. The target lesion was 85% stenosed, mildly tortuous, non-calcified. Moderately fibrotic plaque was present. A 5f sheath was placed up and over into the contralateral sfa. The ranger (dcb) was dilated for 3 minutes. Upon removal, the hub detached from the catheter. As a result, the balloon remained slightly inflated. Attempts were made to compress the balloon which included using a buddy wire and placing balloon next to the ranger (dcb). Eventually, the 5f sheath and partially deflated ranger (dcb) were brought all the way back to the left common femoral artery (cfa). Under ultrasound guidance, a micropuncture needle was used to pop the balloon which allowed it to be delivered to the sheath and removed over a .018 guidewire that was still in place. All devices were removed. There were no patient complications as a result of this event.